Event description:
The right front wheel of the walker came off while the user was walking indoors. The user fell and had a right-sided cervical hip fracture. The user got medical treatment the same day.

Manufacturer narrative:
The wheel had been put back on the walker before it was returned to etac for evaluation. The circlip was correctly assembled. The customer reported that the walker had not been serviced. The wheel axles of the walker were according to specification. (B)(4).